Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental lung resection procedure, for the second firing, instrument did not fire. The green button was pressed however; the handle was stiff and could not be squeezed. There was no patient injury.